Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three(3) exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. The event occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 26- 27, 2023. H11: two devices and a photograph of the sample were provided for evaluation. Visual inspection of the photo samples showed droplets of solution spillage or leakage, the location of the leak cannot be determined; however, the issue of leakage was not easily identified by the visual inspection of the returned samples. Functional testing of samples was performed and a leak was identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.